Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that there was placement signal unreliable, and nursing staff educated on watching motor current and flow. It was also noted that the impella was repositioned, and bolus was given. The impella was successfully weaned and explanted.

Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. There was no product returned. The data logs show that the placement signal (ps) goes out of range about 21 minutes after starting the pump. The signal-to-noise ratio (snr) drops to 0, light increases, lamp increases, contrast decreases and gain increases. The ps remains out for the duration of the case. Due to lack of product returned, it cannot be confirmed the true root cause. The investigation has been completed for positioning issue. There were no clinical details regarding why the impella was repositioned. Due to lack of sufficient information returned, the root cause of the positioning issues cannot be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-27646. D10 concomitant medical products and therapy dates updated. E4 erroneously entered in the initial report.